Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The customer had to go off the insulin pump because they ran out of supplies and was hospitalized on (B)(6) 2017 due to a high blood glucose level of 449 mg/dl. The customer's blood glucose level was treated with shots. The customer was off the insulin pump less than 48 hours prior to hospitalization. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: motor error alarm during rewind test due to broken solder joint. Unable to perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarm. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube, stained end cap sticker and minor scratched lcd window.